Event description:
A nurse was priming a patient's chemotherapy tubing with normal saline when it was noted that there was fluid leaking from a hole in the bottom of the alaris buretrol. Pharmacy was called. The pharmacist was able to re-spike the chemotherapy bag with a new buretrol. The chemotherapy was then administered as ordered without further incident.